Event description:
It was reported that this local representative contacted boston scientific technical services to report that this non-boston scientific right ventricular pacemaker lead was exhibiting high rv pacing threshold (6.5 volts at 1.5 ms). The local representative was not convinced of lv capture. According to the local representative, an echocardiogram av and v-v optimization was performed with minimal programming changes. No invasive interventions were undertaken and from the physician perspective, there were no allegations against the chronic crtd device. The available information suggests that this lv lead remains inservice.